Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a ventilator with a touch screen issue. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. It was reported that the calibration of the touch screen resolved this reported event.